Event description:
It was reported that an interlink male luer extension set had leaked. The leak was observed during an infusion and was from the connection between the unknown catheter and the interlink extension set. The user tightened the connection multiple times and replaced the tape. There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation. Therefore, the customer reported condition could not be confirmed and a root cause could not be identified.